Manufacturer narrative:
(B)(4). The subject device is not available for evaluation, as patient consent is required. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, it is likely that patient's clinical condition and operational context contributed to this event. There was no allegation of device malfunction. A manufacturing non-conformance was not identified. The instructions for use (IFU) have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve, implanted for one (1) day, was explanted due to aortic insufficiency due to pvl or intravalvular leak. The explanted device was replaced with an edwards 21 mm bioprosthetic valve. Through investigation, the patient was taken for emergent surgery due to his advanced aortic disease and a 60% lesion of the lad with a very dilated aorta. He had a true bicuspid valve, sievers 0 variety, and was heavily calcified with an extremely small orifice. The surgeon replaced the aorta from the stj up to the proximal arch with a 24 mm gelweave graft and performed a CABG x1. The aortic valve was replaced and he came off pump and everything looked fine. Lv and rv function looked okay & the aortic valve was well seated with a "tiny wisp of flow which was thought to possibly be coming from the area right below the right coronary cusp" the surgery was completed and protamine was given but there still was a lot of oozing throughout despite receiving platelets, ffp & cryo. The next day, the patient had to return to the or for a mediastinal hemorrhage and explant of the subject device. Intraoperatively, the valve was inspected and "there was no evidence whatsoever of any perivalvular leak" it was not possible to place additional sutures so the valve was explanted and replaced. Inspection of the annulus showed excoriated muscle (due to the removing of the native bicuspid valve). It was repaired with suture and the new edwards 21 mm bioprosthetic aortic valve was implanted which looked quite good with no significant leaking but "there was an abnormality of floating underneath the valve that appeared to be right above the aortomitral curtain" so the valve was re-inspected but nothing was found. The surgeon felt it was due to a cord. No further treatment was required and the patient was taken off-pump. On post-operative day seven, the patient developed 3rd degree av block and required a permanent pacemaker which he tolerated well. The patient was discharged home in stable condition on post-operative day 18.